Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of handle break. Block h10: the returned trapezoid rx basket was analyzed, and a visual evaluation noted that the handle cannula was separated from the plastic handle and the working length was kinked. The device was disassembled and it was discovered that the depth of the proximal screws were less than the minimum tolerance. Additionally, a dimensional inspection was performed and found the side car rx was pushed back out of specification. A microscope inspection noted the handle cannula had screw dimple drag marks, which are a result of the handle cannula detaching. No other issues were noted. The reported event was confirmed. Based on all available information, as the screw did not have the appropriate depth, the fastening of the handle cannula was not achieved. Therefore, at the time of applying force to activate the device, the handle cannula was separated/detached. This is evidenced by the visible screw dimple drag marks. An investigation conclusion code of 'manufacturing deficiency' was assigned, and an investigation was initiated to further investigate 'handle cannula break' complaints associated with set screw depths which were found to be out of specification during returned product analysis (i.e., screw was not fastened to the correct depth per specification). The investigation is currently in progress. Additionally, it is possible that due to the manipulation or technique used at the time to interact with the device, in conjunction with the detachment of the handle cannula, the side car rx pushed back and the working length kinked. Therefore, the most probable root cause for the problems of side car rx push back and working length kinked is adverse event related to procedure. A risk review confirmed that 'handle cannula detached/separated' is a known and anticipated potential failure mode accounted for in the device's risk documentation. This event is accounted for during product risk analysis to support acceptable risk benefit for the product. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
Note: this report pertains to one of multiple trapezoid rx lithotripter baskets used in the same patient and procedure. It was reported to boston scientific corporation that three trapezoid rx devices were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2022. During the procedure, the handle ruptured while the basket was inside the patient. The same problem occurred with all three trapezoid rx devices. There were no patient complications a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.